Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(6) (oekg). Oekg checked the subject device and found that the reported phenomenon was duplicated due to the failure of the cable unit. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from oekg there was the possibility that the reported phenomenon was attributed to the failure of the inner wire of the cable unit due to pulling, twisting, drawing, or bending on the cable.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the removal of the adrenal gland procedure, the endoscopic image of the subject device was not displayed. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with the event.